Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for testosterone (testosterone ii). The date of event was not provided. It is not known if erroneous results were reported outside of the laboratory. This information has been requested. This medwatch will cover reagent lot 183512. Refer to medwatch with patient identifier (B)(6) for information on reagent lot 178782. The initial 2 testosterone ii result was 1500 ng/dl with data flags which was repeated and confirmed. The sample was repeated by performing a manual 1:10 dilution and the result was 445 ng/dl. These 3 results were obtained with reagent lot 178782. The sample was repeated again by this same method and the result was 588 ng/dl with reagent lot 183512. The customer then performed a serial dilution with the sample and the following results were obtained: * 1:2 dilution result was 1667 ng/dl * 1:4 dilution result was 1218 ng/dl * 1:8 dilution result was 749.2 ng/dl * 1:16 dilution result was 446.7 ng/dl * 1:32 dilution result of 80 ng/dl (this result was 2.50 ng/dl with a data flag prior to multiplying by the dilution factor.) It is not known which reagent lot the serial dilution was performed with. This information has been requested. The sample was also sent to mass spectrophotometry and the result was 540 ng/dl. The customer believes this is the correct result. It is not known if the patient was adversely affected. This information was requested. The modular e module serial number was (B)(4).

Manufacturer narrative:
Date of event was clarified to be (B)(6) 2015. Clarification was received that erroneous results were not reported outside of the laboratory. Clarification was received that the serial dilutions were performed with reagent lot 178782. Clarification was received that the patient was not adversely affected.